Event description:
It was reported that the system was removed due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records the device was found to be above elective replacement indicator (eri). Testing revealed normal device characteristics. No anomalous behavior was observed.